Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited low r-wave amplitudes and a low within range pacing impedance measurement of 300 ohms. Also, there was oversensing of myopotential noise with a less than two second pause. It was noted the rv lead was programmed unipolar. The health care professional (hcp) planned on bringing the patient into the clinic for further evaluation. Technical services (ts) recommended evaluating the rv lead in bipolar and unipolar with isometric and pocket manipulation. Ts suspected an insulation breech and discussed device sensitivity may need to be adjusted based on findings. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was brought in for troubleshooting. The field representative suspected an insulation break. No reprogramming was done as directed by the patient's electrophysiologist.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited low r-wave amplitudes and a low within range pacing impedance measurement of 300 ohms. Also, there was oversensing of myopotential noise with a less than two second pause. It was noted the rv lead was programmed unipolar. The health care professional (hcp) planned on bringing the patient into the clinic for further evaluation. Technical services (ts) recommended evaluating the rv lead in bipolar and unipolar with isometric and pocket manipulation. Ts suspected an insulation breech and discussed device sensitivity may need to be adjusted based on findings. This pacemaker remains in service. No adverse patient effects were reported.